Manufacturer narrative:
(B)(4).

Event description:
In a follow up a nurse reported the patient to have a visual field defect, macular edema and visual distortion following lens implantation surgery with a second lens implant. The patient had a previous macular hole. The intraocular lens (iol) was exchanged for another model and a posterior vitrectomy with membrane peel was performed at the same time. There are two files for the same eye, same patient. This file is for the second lens exchanged.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported a patient to have a myopic refractive surprise and blurred vision. The lens was exchanged for another model. There are two medical device reports associated with this event. This report is associated with the first eye.